Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left subclavian artery. After a non-bsc guide wire crossed the lesion, a 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres, followed by 14 atmospheres on the second inflation. However, during the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.